Event description:
As per complaint form: on echographic control the physician placed a drain (of 5fr) without complication on (B)(6) 2013. Next day (B)(6) 2013 the nurse had the catheter break when she attempted to retire (retrieve) it from the body. The rest of dtvn stayed inside the body of the patient so the patient was sent to the operating room to extract it on (B)(6) 2013. Per the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Date of manufacture: unknown as lot is unknown. Event evaluation: still under investigation.